Event description:
It was reported that the patient experienced hyperglycemia after a prolonged supply change and eating without announcing, then resumed insulin delivery after completing the change. Symptoms included elevated blood glucose with a reported peak of 247 mg/dl, while the patient reported feeling okay and did not seek medical intervention. Outcomes included no hospitalization and no use of backup therapy. Investigation included troubleshooting and education with the patient. Investigation of this case revealed no device alarms or alerts and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.